Event description:
Additional information was received stating that there were no issues that occurred prior to non-detachment. There was no pushwire observed after removal from the patient.

Manufacturer narrative:
Analysis of the axium coil revealed that the axium prime coil pushwire was found to be broken distal to load indicator. This is indicative a manual detachment attempt was made at this location. The coin was found to be broken in two segments. The broken proximal coin segment was found to be protruding into inner liner. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. The distal outer jacket was removed, and the distal segment of broken coin was found to be still against lumen stop. A manual detachment was then attempted by retracting the distal segment of release wire and the wire successfully detached implant coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil would not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery posterior c communicating artery with a max diameter of 3.8 mm and a 2.2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was weak. It was reported that a detachment problem occurred with the axium coil, broke break indicator, pulled the middle wire, but could not cut it. Detachment failure occurred. The physician attempted to detach the coil with the instant detacher twice. The physician did not try to detach with another instant detacher. There were two manual attempts at detachment via hypotube. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a headway 17 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.